Event description:
The forceps was put down the upper endoscope biopsy channel. Forceps was opened and closed three times and three biopsies were collected. The doctor tried to remove the biopsy forceps from the endoscope and was not able to get it out. The endoscope was withdrawn from the patient with the forceps and the collected specimen intact. The forceps was then cut to remove it from the endoscope. The doctor was unable to taken any further biopsies from the patient. No injury to the patient was noted.